Event description:
It was reported that there was a possible occlusion of a continu-flo solution set during infusion of ¿teraflow.¿ the customer stated that they were using a setup with a sigma infusion pump. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.